Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-lead fixation. Upn: m365db4600c0, model: db-4600c, serial: n/a, batch: 31359707.

Event description:
It was reported that the deep brain stimulation (dbs) clinical study patient experienced a mild open wound at the right frontal burr hole cover site. This event was assessed as having a possible relationship to the procedure and not related to the device hardware or stimulation. Therefore, the patient was treated with antibiotics and underwent a debridement procedure during which nothing was implanted or explanted. The patient has recovered postoperatively and has been discharged from the hospital.